Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 7230cx implantable cardioverter defibrillator  implanted: 2004 (B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead demonstrated short interval counts (sic) and non-sustained tachycardias (nst), however, the lead integrity alert (lia) was not triggered. The resetting of the alert was discussed in full. No patient complications have been reported as a result of this event.